Event description:
Reporter stated patient obtained a blood glucose result of 168 mg/dl while using the suspect device. Reported indicated that patient was not feeling well (disoriented and dizzy). Patient phoned reporter who summoned emergency medical services, on patient's behalf. Upon their arrival, 10 minutes later, patient's blood glucose reportedly measured 45 mg/dl (on paramedics' blood glucose monitor). Reporter stated that patient was given an unknown substance to elevate blood glucose and was subsequently transported to the hospital for additional treatment. Reporter noted that, once hospitalized, patient was treated with intravenous fluids (contents not provided), and given a sandwich. Patient was reportedly released 3 hours later. Reporter stated that quality control testing had been performed on the device 1 month earlier and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.